Event description:
Customer states that discordant results were obtained for ck-mb troponin when run on the access system, compared to total ck on the lx20 system and other clinical tests. Pt underwent further diagnositc testing (catheterization) to assess cardiac blockage. No malfunction has been identified. The testing methods referenced use different methodologies and identify different analythe properties. Results that differ would be expected. Customer should not attempt to correlate mass measurements test results and activity measurement test results and attribute to possible clinical presentation. Abnormal cardiac (ck-mb) in-vitro test results do not directly correlate to a specific condition (blockage) but can be elevated for other reasons.